Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out due to normal eri, externalized conductors were seen between the svc and rv coil. No electrical anomalies were noted. Due to patient age the physician elected to leave the lead implanted. Patient condition after the event was good.

Event description:
New information received notes the physician elected to implant a new system on the right side due to closed venous access on the left. The lead was capped.